Manufacturer narrative:
(B)(4).

Event description:
This system was explanted due to infection. On (B)(6) 2017 a new system was implanted. Should any additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.